Event description:
A 2.25 x 12 mm nc sprinter rx was used in a moderately tortuous and moderately calcified lesion with 90% stenosis in the rca vessel. It was noted during pre-dilation that there was a packaging mislabel. The balloon was a 2.25 x 12 mm nc sprinter device but the attached compliance chart was for a 2.5 x 12 mm device. The device was used in the patient. There are no reported patient injuries or complications.

Manufacturer narrative:
Evaluation results: labeling problems-compliance chart. No results available since no evaluation performed- device not provided for review. Evaluation conclusion: labeling related-compliance chart. (B)(4).